Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. Investigators exercised pump for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings duplicated. Performed multiple ¿load step¿ functions. No failures or ¿loss of prime¿ observed. The force calibration check passes with a reading of 211. The force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. Two eaw 162 loss of prime warnings with a non zero low force observed in the black box on (B)(6) 2014.

Event description:
The reporter contacted animas on 04/18/2014 reporting a loss of prime. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.